Manufacturer narrative:
Product was received for evaluation: in the failure analysis performed, the returned unit was found to meet all acceptance criteria other than visual. The complaint could not be verified through failure analysis. The cause cannot be confirmed, as no issues relevant to the failure were noted from the DHR review, trending, or failure analysis, and proper finished goods testing was performed prior to release as indicated in the DHR. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the complaint perforator failed to disengage during hematoma removal surgery on (B)(6) 2019. It occurred at making the 5th burr hole. There was no problem until 4th burr hole making. As the 5th burr hole was the last hole, the procedure was completed as-is using the product. The surgical delay was within 30 minutes. There were no damage on dura mater or brain surface because the place occurred disengagement failure was on the hematoma. The outer drill was came off when the perforator burred in bone was pulled. There was no adverse consequence to the patient. The patient's information is not available.